Manufacturer narrative:
Results: the penumbra system aspiration pump max 110 (pump max) shell contained multiple scuff marks. The pump fuses and fuse housing were covered with a white powder. The pump was powered on and was able to reach a full vacuum. The pump was run for 30 minutes without issue. Conclusions: evaluation of the returned device revealed that upon powering on, the pump could reach a vacuum pressure within specification, and was able to run consistently for 30 minutes. The pump functioned as intended, and the root cause of the complaint could not be determined. It is possible that the covered fuses caused intermittent failures, but this could not be confirmed during evaluation. These devices are 100% functionally tested during inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure using a penumbra system aspiration pump max 110 (pump max). During the procedure, the physician noticed that the pump max was intermittently working. The procedure was completed using a new pump max. There was no report of an adverse effect to the patient.